Manufacturer narrative:
A ge svc rep performed an investigation. The customer informed that the sys worked without any issues. No further info is available at this time.

Event description:
It was reported that intermittently the sys was not powering up. There is no report of death or serious injury associated with this complaint.